Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A surgeon and mentioned that he has been having trouble with the mako mck pfj implant. His patients have been coming into clinic with squeaking and audible crepitus.